Manufacturer narrative:
The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The no delivery alarm functioned properly. The device was received with normal operating currents and no unexpected off no power or low battery alarm. The insulin pump had no cosmetic damage. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was as high as 400 mg/dl. Customer advised they have had a few bent cannulas in the past and the delivery of insulin is not reliable from the insulin pump. Customer advised they change their set and continued to have high blood glucose. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose using manual injections. Customer performed the high pressure test and failed. Customer's insulin pump did not alarm no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.